Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Investigation summary: it was reported that titan screw at tooth site 46 got loose after a short time. Afterwards, doctor ordered a new iuniht and placed it. The placement procedure took 30 minutes. One iuniht (certain titanium hexed screw) was returned for investigation. Visual evaluation identified signs of wear/use but no apparent signs of malfunction. The device was able to be threaded into an in-house implant as normal. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iuniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: loosening). The customer did not submit images for the reported event. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that overloading and improper technique may lead to device failure such as screw loosening. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation were improper techniques used during placement ¿ inadequate treatment planning. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified since the exact details of event were unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported that titan screw at tooth site 46 got loose after a short time. Afterwards, doctor ordered a new iuniht and placed it. The placement procedure took 30 minutes.